Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This patient was enrolled with a non dysplastic barrett's esophagus (1 cm). After a secondary focal ablation, dysphagia to solid foods was noted and the patient was dilated. The patient's symptoms were resolved with no obstruction or stricture. Per the physician, the severity of this event was mild and relationship of the event to the device procedure was definite and there was no device malfunction.